Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 38mmol/l, and the customer was treated with an insulin drip. It was stated that the customer experienced nausea, vomiting, and ketones. Troubleshooting was performed. It was stated that the customer's blood glucose went up after changing the infusion set. The time, date, and settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. A tubing clamp was not available to continue testing. It was stated that the customer's blood glucose went down after being treated with an insulin drip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test.